Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope exhibited residual contamination within the internal channels. During reprocessing, the internal channels could not be fully cleaned despite approximately one hour of manual cleaning and one hour of soaking. Repeated borescope inspections performed between cleaning attempts continued to identify residual biofilm within the channel walls. The cleaning brush was replaced six times, and the scope buddy was used multiple times in an effort to remove the contamination. There were no reports of patient involvement.